Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. However, medical records were provided and reviewed by clinical representative; endoleak possibly occurred due to insufficient overlap. A manufacturing record review was performed and identified. The lot usage history shows that no other units from this lot have been involved in any similar complaint. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 12 months post-implant of a bifurcated device and a suprarenal aortic extension the patient presented with a ruptured aneurysm. Reportedly, the patient presented in the emergency room with a severe back pain and hypotension. A computed tomography scan revealed a type iii endoleak between the suprarenal aortic extension and a bifurcated device. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient was administered blood transfusion to replace the blood loss. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.